Event description:
It was reported to philips that the battery for the device would no longer calibrate. There was no patient involvement. The battery was returned to failure analysis for evaluation. The battery was received without any charge but was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally. The battery was then returned to the vendor. The vendor received and tested the battery. The report found no fault with the battery pack.

Manufacturer narrative:
Additional info: b5 - failure analysis info added. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery for the device would no longer calibrate. There was no patient involvement.